Manufacturer narrative:
The pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, and severely scratched display window noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states there are cracks around the o-rings of the battery compartment. The customer states it is the same issues he has had in the past with the pump. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would have to be replaced and returned for analysis.